Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted..

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique. The breach in aseptic technique was further described as the patient did not wear a mask during therapy. The patient was hospitalized one day after the event onset and was treated with vancomycin (2 gm,intraperitoneally, once a day for 5 days) and fortum ((1 gm, intraperitoneally once a day and stopped on an unreported date) for peritonitis. Four days after the event onset, the patient was recovered and was discharged from the hospital. Dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information was available.